Manufacturer narrative:
The navigator hd access sheath was received with residue, indicating use/handling. Visual examination of the returned device revealed that the sheath surface was slightly rough. The surface was moistened and the irregularity was found to be the lubricious coating. The sheath did not present any damage and upon wiping the sheath with a wet cloth, the coating was found to be smooth. The sheath did not present any issues. The dilator was removed from the sheath and found no issues. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator&#10248;d ureteral dilator was opened for use in a procedure on (B)(6) 2015. According to the complainant, during unpacking, the surface of the sheath was noted rough and the coating seemed to be peeled. The device was not used and the procedure was completed with another navigator&#10248;d ureteral dilator. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a navigator¿ hd ureteral dilator was opened for use in a procedure on (B)(6) 2015. According to the complainant, during unpacking, the surface of the sheath was noted rough and the coating seemed to be peeled. The device was not used and the procedure was completed with another navigator¿ hd ureteral dilator. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.